Event description:
It was reported that the ivus catheter became stuck with a stent previously placed at the curved artery. The ivus catheter was removed from the pt's body and the guidewire remained inside the pt's body. No damaged was observed on the ivus catheter and all parts appeared to be present. The ivus procedure was aborted. No pt injury, stent migration, or further intervention occurred as a result of the event. It was further reported that the pt's hospital stay was not extended and the pt is in good condition.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded and was not returned for evaluation, therefore a product investigation could not be performed. The complaint database was reviewed and to date, no other complaints have been reported for this failure mode within this lot. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing released criteria. No further action is required.